Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: no additional resection was needed when the anvil was placed again. The procedure was not converted. Colostomy was not performed. No problem was observed at a leak test.

Event description:
It was reported that during an open anterior resection, the tissue compression scale backlight was illuminated at first, but it turned off before the firing and the device could not be fired at the 1st firing. The battery was replaced, but the tissue compression scale backlight was not illuminated, or the device could not be fired. The device was used between the colon and the rectum. The device was fixed by a suture and removed from the patient smoothly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. D4: batch # u5e58f. H6: component code = g02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. Before installing the battery, the left bulkhead battery contact was observed to be damaged. Bending the battery contact back into place was not successful and the device could not be powered up. The damaged battery contact was the cause of the product experience. No conclusion could be reached as to what may have caused the damage to the bulkhead contact. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again.